Event description:
The customer reported that the device, 00507120100, nexgen oscillator blade, was being used during a total knee arthroplasty on (B)(6) 2023 when it was reported ¿corner tooth broke off.¿. Further assessment questioning found that the fragment was retrieved with the use of a forcep.¿. The procedure was completed without delay and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 00507120100, nexgen oscillator blade, was being used during a total knee arthroplasty on (B)(6), 2023 when it was reported ¿corner tooth broke off.¿ further assessment questioning found that the fragment was retrieved with the use of a forcep.¿ the procedure was completed without delay and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.